Event description:
It was reported via repair work order that the head end lift motor would not lower due to power cord prong was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.